Manufacturer narrative:
The full lead was returned. Analysis was performed and no anomalies were found.

Event description:
It was reported that one day post implant, the right atrial (ra) lead dislodged. The lead was removed. No patient complications have been reported as a result of this event.